Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address osteolysis of the tibia. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. X-ray review says that overall fit, size, and alignment of the implants were appropriate and there was no hardware failure or loosening, and no acute fracture was seen. Osteopenia was present. It also says that there was significant lucency along the proximal tibia which is of uncertain etiology but could relate to osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.